Event description:
It was reported that, this right ventricular (rv) lead from the cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedances. The technical services (ts) discussed troubleshooting options and the physician will discuss if they program the shock function to off, accept the fluctuating shock impedance or revise the system. The patient will be seeing in the clinic in the coming weeks to discuss the matter. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this right ventricular (rv) lead from the cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedances. The technical services (ts) discussed troubleshooting options and the physician will discuss if they program the shock function to off, accept the fluctuating shock impedance or revise the system. The patient will be seeing in the clinic in the coming weeks to discuss the matter. This rv lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the connector did not go far enough through the block and the screw therefore did not have enough grip. The connector went out without any force. The device and lead were very close to the skin of the patient without subcutaneous fat. It is very likely that at the older device exchange, the lead was not cleared far enough from the tissue and the physician did not have enough grip on the lead to put it deep enough into the distal port. The rv lead was put as far into the port as possible and screwed it on. An extensive tug test has been performed. Shock impedance went from more than 200 ohms to 56 ohms (stable and measured several times). This device remains in service. No additional adverse patient effects were reported.